Event description:
Physician planned to use an angiosculpt ptca device with a provisional stent. Physician inserted a whisper guide wire (not manufactured by angioscore) in the diagonal lesion and a runthrough guide wire (not manufactured by angioscore) in the left anterior descending (lad) lesion. Physician then inserted the angiosculpt device into the diagonal lesion. An unexpected "wasting" of the mid-portion of the balloon was observed when inflated to 4 and 6 atmospheres (atm). No calcification was observed. The angiosculpt device was inflated to 10 atm without change. Some resistance was noted during withdrawal but balloon remained intact. Filling defect was observed in the left main coronary artery. During withdrawal, the balloon pulled back 12 mm of tubular plaque from the left main coronary artery which physician had to aspirate. No embolization, untoward problems or downside to patient was observed. Physician noted, the problem was the way the balloon inflated, the scoring tines ripped out the plaque.

Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the patient information. A 12 mm tubular plaque was removed from the left main coronary artery during the retraction of the angiosculpt device. The physician had to aspirate; therefore, additional medical intervention was performed by the physician. No clinical injury was reported by the physician. The angiogram received for evaluation confirmed the reported complaint. Additional information gleaned from the angiogram include the use of a stent to treat the lesion in the diagonal branch. The final result demonstrated resolution of the filling defect with an acceptable angiographic result and blood flow in the lad and diagonal branches. The angiosculpt device was returned for lab analysis. Visual examination did not identify any unusual characteristics. A 0.014" laboratory guide wire was inserted into the guide wire lumen with no resistance. The balloon was pressurized to 8 atm and 20 atm. At these pressures, the balloon and scoring element appeared normal. After deflation, the guide wire was able to be removed with no resistance. Based on the lab analysis, no evidence of a device malfunction was noted.